Manufacturer narrative:
It was indicated the device was cut and thrown away for extraction and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was found to be dislodged which resulted in a loss of capture (loc) and increased pacing impedances greater than 2000 ohms. A lead revision was performed to replace the lead at which time the device was also replaced for unexpected battery depletion. There were no adverse patient effects reported.